Event description:
The manufacturer received an allegation that a ventilator unit failed pre-testing. Specifically, the unit did not pass the check during the active exhalation verification system setup test. The device has not been returned to the manufacturer; therefore, the reported malfunction has not been confirmed at this time. A follow-up report will be submitted upon completion of the manufacturer¿s investigation.